Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that a child was conducted the injection of hgh when sleeping at home. The child struggled during the injection. After removing, parents found needle broken and left in abdomen during using. The needle have removed through the operation. No danger of life.¿ it was reported that the bd micro-fine¿ pen needle separated while injecting a child with hgh in the abdomen. Surgical medical intervention required to remove the needle from the abdomen.

Manufacturer narrative:
DHR review of lot 7188305 was carried out and no abnormal results were found. Retained and return samples were checked and all cannula quality meet requirement. Manufacture procedures and visual inspection on cannula do not have quality issue according to DHR review. Possible root cause is that according to the customers¿ description, the child struggled during the injection which could potentially break the needle. Based on the investigation above, the complaint is not a manufacture issue. No further corrective action is required at this time.